Event description:
A report was received that the patient was experiencing tenderness at the ipg site and had difficulty charging the ipg. An x-ray was taken and revealed that the splitter was on top of the ipg. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).